Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that sheath detachment occurred. The 80% stenosed target lesion was located in a severely tortuous and moderately calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention, the device was used in order to check the apposition state of the stent which was placed in left main trunk (lmt). When test rotation was performed outside the body, a non uniform rotational distortion (nurd) image appeared in one part. Test rotation was stopped once then the opticross¿ was inserted inside the guide catheter. When the opticross¿ was pushed forward while performing imaging inside the guide catheter, a rumble and dull sound was heard from the motordrive unit 5 plus. When the condition was checked with angiography, transducer was found to be in loop shape at the lmt. When the physician removed the opticross¿, the transducer protecting sheath (imaging window) was separated from the distal strain relief. The physician was able to remove the imaging window and the transducer from the patient's body. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's condition had no problem.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no damages or failures were observed on the ccp board assembly. The unit returned with the imaging window detached. The imaging window was detached from the lap joint section. The catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected during its testing. Broken drive shaft and imaging core windup were encountered in the triple heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that sheath detachment occurred. The 80% stenosed target lesion was located in a severely tortuous and moderately calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention, the device was used in order to check the apposition state of the stent which was placed in left main trunk (lmt). When test rotation was performed outside the body, a non uniform rotational distortion (nurd) image appeared in one part. Test rotation was stopped once then the opticross¿ was inserted inside the guide catheter. When the opticross¿ was pushed forward while performing imaging inside the guide catheter, a rumble and dull sound was heard from the motordrive unit 5 plus. When the condition was checked with angiography, transducer was found to be in loop shape at the lmt. When the physician removed the opticross¿, the transducer protecting sheath (imaging window) was separated from the distal strain relief. The physician was able to remove the imaging window and the transducer from the patient's body. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's condition had no problem.